Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 17-feb-2026 against "lot number" "6014948" and similar malfunction codes: soft cannula found bent upon removal from infusion site, soft cannula bent/kinked/crimped after removal - blockage, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site, soft cannula found crimped upon removal from infusion site. The review confirmed that lot 6014948 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 17-feb-2026 against "lot number" criteria equal "6014948" and similar malfunction codes: soft cannula found bent upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site, soft cannula found crimped upon removal from infusion site. The count of complaints is 2. The complaint numbers are (B)(4). Device history record (DHR) review: the lot 6014948 was manufactured according to the work instruction (wi) version 79 and manufactured in the line 5, on 13-aug-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot 6014948 were previously tested in the complaint (B)(4) on 30-jan-2026. Wi guidance for visual testing for complaints area version 3: all 10 samples tested passed visual inspection. Wi guidance for functional testing 1 air flow test for complaints area version 2: all 10 samples tested passed functional testing for the reported malfunction soft cannula bent/kinked/crimped after removal -blockage. All test results were within specification as documented in the attached test report (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation. As a result of the following. A comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6014948 and related malfunction codes. Two complaints were identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. In the information provided by the customer, it was indicated that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient went to emergency room (ER) (B)(6) 2026 due to hyperglycemia caused by the kinked cannula. The blood glucose level was 341 mg/dl. Patient found positive for ketones. Patient experienced nausea and dizziness. No further information available.